Event description:
It was reported that the permanent cautery hook instrument had a broken cable at the tip of the instrument. No further details were provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the conductor wire was burnt at the pulley interface. Engineering also found evidence of arcing at the distal clevis and pulley. This discovery has led engineering to conclude that the instrument may have arced during a previous surgical procedure and that instrument arcing most likely occurred due to the damaged conductor wire.